Manufacturer narrative:
The original pump was returned for eval. The notes only state "pc board," which could be taken to mean an issue was found with the pc board, but this is not explicitly stated. The device has since been scrapped; therefore, no conclusion can be drawn. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported the pump she had been using was too strong on the low setting, causing so much pain and ripping of the skin, she went to the hospital with the pump and met her doctor. The customer's doctor did not have a gauge with which to test the pump.